Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: separated guide wire requiring medical intervention. Device issue: separated guide wire. It was reported that the lesion was heavily calcified. The lesion was crossed with the bmw guide wire. An attempt was made to cross the lesion with a 1.5 mm balloon; however, it did not pass the lesion. A 3.0x15mm stent was implanted. After the stent was implanted, the guide wire became stuck in the distal section of the lad. An attempt was made to pull the guide wire out of the lad; however, the guide wire separated into 2 pieces. The complete guide wire was removed from the lad using a goose neck snare. No pt injury was reported. No add'l event or pt info is available.

Manufacturer narrative:
Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the guide wire was returned with blood and contrast visible on the distal core, intermediate coils and polymer. The distal coils were stretched out at the center solder for a length of 3.5 cm. There was no tipball visible. The shaping ribbon and core were intact. The distal end of the core and shaping ribbon were twisted. There was a kink in the core at the proximal end of the hypotube. There was no other damage noted. With the use of a new guide wire, the two were compared and with the coil that was stretched out, it was aligned with the new guide wire. The guide wire was sent to the scanning elecron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.